Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 7.0, lab: 15.36; (B)(6) 2010, 7.2, 18. Tests were drawn/run within 5 minutes of each other. Customer is not sure which strip lot was used for the data provided. No report of death or serious injury.

Manufacturer narrative:
Investigation pending.